Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 7/24/2025. H6: component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. The following information was reported: was surgery delayed due to the reported event? Yes, if yes, number of minutes: 5, action taken when event occurred? Make a suture with vicryl, was procedure successfully completed? Yes, were fragments generated? No, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences: no, patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? No, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study? Unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a hip prosthesis surgery on (B)(6) 2025 and barbed suture was used. During a hip prosthesis surgery, barbed suture was used on the fascia and, just as it began to return it to close the strand, it was cut. There were no patient consequences reported. No additional information was requested.